Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased outputs. A revision procedure was performed and the lv lead was reimplanted. Approximately four months later, the lv lead and right atrial (ra) lead dislodged. A revision procedure was performed. The lv lead lumen was dilated with flushing fluid and a clot had formed in the end of the lead, not allowing the wire to pass through. The rv lead would not stay in position successfully. The lv and ra leads were explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed the complete lead was returned with dried body fluid noted in the lead and both tines at the tip region were intact. Further testing confirmed the lead to be electrically continuous. Stylet insertion failed, likely a result of the dried body fluid clogging in the lead lumen.